Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that the insulin pump had an unexpected sensor signal not found and had a damaged belt clip. Blood glucose value was 600 mg/dl at the time of the incident. The customer stated they treated with manual injection and declined troubleshooting for high blood glucose value. There was no indication that the customer was hospitalized. Troubleshooting was performed and the customer was advised that a belt clip will be as well as damaged sensors. The damaged sensors will be returned. Insulin pump will not be returned for analysis.